Manufacturer narrative:
Result: release rods.

Event description:
It was reported by service report that the litter will not lower when you push the foot pedals. No patient involvement or adverse consequences are reported.